Event description:
It was reported that during a typical circumcision procedure on a newborn infant, the gomco circumcision clamp did not achieve hemostasis. Two sutures were required as a result. What was the original intended procedure? Infant circumcision. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Clamp has not been returned for evaluation. Age of the clamp is unknown. Copies of the gomco clamp have been made by other manufacturers. We do not know if this clamp was made by gomco, since it has not been returned. We will continue to try and contact the hospital for more info and/or return of the clamp for evaluation.